Event description:
The customer's son reported that the customer was experiencing low blood glucose. The reported blood glucose reading was 42 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer stated that she was disconnected during priming. The customer's son was advised to take the customer to the hosp to prevent a possible hypoglycemic event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.